Manufacturer narrative:
The pod was received not deployed. The download data shows that the device completed 21 first prime pulses and was deactivated at 31. A rotational sensor abnormality was observed in the data which resulted in first prime ending earlier than intended; this prevented the needle mechanism from deploying since the firing flat was not properly aligned during second prime. Rerun of the pod did not replicate the rotation sensor data abnormalities. The rotational sensor assembly malfunction is the cause of the needle mechanism not deploying as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.